Event description:
Spontaneous call; spoke with pt's father stating that pump programming has been lost. (Sn (B)(4)). Pt is still on back up pump. No changes in breathing reported. The reported product fault occur while in use with a pt? No. Did the product issue cause or contribute to pt or injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. No other info known. Reported (B)(6) by pt/caregiver.